Manufacturer narrative:
.

Manufacturer narrative:
Metal transfer was observed on the articulating surface of the oxinium femoral head which was likely due to contact with the acetabular shell during the reported dislocation and/or during removal. The adaptor ring components were received separated. The adaptor ring components were re-assembled with the plastic holder and appeared functional. The shell was not received; therefore, no further analysis could be conducted.

Event description:
It was reported that revision surgery was performed due to dislocation.